Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and tubing. The user's blood glucose (bg) level was 250 mg/dl. The user addressed bg level by priming the tubing to remove the air and delivering a bolus.